Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 280 mg/dl. The customer delivered an injection via insulin pen. Additionally, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer was uncertain if the elevated bg and the malfunction were related. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.